Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used in initial report to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2019, during an expert retrograde femoral nail procedure, after manipulating the mallet, the registrar got stabbed by a metal sharp from it. The surgery was halted for about five (5) minutes for him to go and remove the bit of metal. The piece of metal was removed successfully. This happened after the mallet was used several times to hit the impactor. The nail was removed from the set. No further information provided. Concomitant device reported: unknown - impaction instruments: trauma (part# unknown lot# unknown quantity# 1); unknown nail (part# unknown lot# unknown quantity# 1). This report is 1 for 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: narrative (hammer broken) could be verified from provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.010.522, lot: 9778784, manufacturing site: umkirch, release to warehouse date: feb 02, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) . The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on september 26, 2019 that the patient was got stabbed by a metal sharp. Physicians retrograde femoral nail after manipulating the mallet and remove the bit metal. The surgery was temporarily halted for about 5 minutes. This happened after the mallet was used several times to hit the impactor but was successful. Concomitant device reported: unknown - impaction instruments: trauma (part# unknown lot# unknown quantity# 1); unknown nail (part# unknown lot# unknown quantity# 1). This report is 1 for 1 (B)(4).